Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had cracks in the insulin pump. Customer's blood glucose was 216 mg/dl. Customer reported the cracks are next to the screen; two cracks top right and bottom left. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.